Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: ¿rashes, tingling skin, severe inflammation of lymph nodes, fear of cancer recurrence, emotional distress, pain and suffering.¿ , ¿hair loss, substantial hospital, medical and pharmaceutical expenses, and loss of earnings;¿ ¿invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, multiple contrast-requiring and/or radiation-exposing scans.¿

Event description:
Patient representative reported ¿rashes, tingling skin, severe inflammation of lymph nodes, fear of cancer recurrence, emotional distress, pain and suffering.¿ patient representative additionally reported ¿hair loss, substantial hospital, medical and pharmaceutical expenses, and loss of earnings;¿ these events are not device related. Treatments noted as follows: ¿invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, multiple contrast-requiring and/or radiation-exposing scans.¿ device has been explanted. This represents the right side.